Manufacturer narrative:
Additional information received from the local area sales representative indicated a revision procedure was performed. The rv lead was successfully repositioned. An echocardiogram was completed post-operation which appeared normal and confirmed a perforation had not occurred. There have been no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected of a dislodgement. Pacing threshold measurements had increased to 6.5 volts at 0.8 ms from 0.9 volts at 0.4 ms. There had been no changes in intrinsic sensing or pacing impedance measurements. However, in a review of a ventricular tachycardia (vt) episode there appeared to be loss of capture (loc). The patient has reported symptoms of palpitations. The patient planned to be seen by another physician for further evaluation.